Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported while receiving zoran and benadryl in outpatient oncology, the primary plumset "popped off" the maxzero connector, spraying patient with the drugs. No patient harm or medical intervention was reported. No further patient/event information was provided,